Event description:
Patient was referred for percutaneous coronary intervention. Standard preparation for an atherectomy was performed. A jl 3.5 guiding catheter, a 0.014 high torque extra support wire (acs) and a 7 french dvi cutter were selected. The wire crossed the lesion and was threaded into the distal lad, and the cutter was postioned at the lesion without difficulty. To this point no problems were encountered. However, after the initial cut, physician encountered coaxial resistance in advancing the cutter drive shaft forward. Simultaneous to this, the motor drive unit was heard to stall. This problem occurred intermittently on subsequent cuts. After approximately six cuts, physician attempted to remove the cutter over the wire in the standard fashion, but found the wire movement to be completely frozen within the dvi cutter. At this point the entire assembly was removed en bloc and inspected in vitro. Simultaneous to this, physician observed that te guide wire tip had been retained in a small apical diagonal branch. Attempts to retrieve retained wire proved unsuccessful. Case was ended with retained wire tip in place. Patient tolerated the entire procedure well. Since there was a possibility that a small portion of the wire tail in the lad could have thrombotic potential, the patient was placed on anticoagulant therapy.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.